Manufacturer narrative:
The customer indicated that the product was not available for evaluation. Without the product medex is unable to confirm the exact cause; however, due to the size of the blunt if enough force is applied against the blunt, the skin can be punctured. This issue is being monitored. Since there was no number available review of the device history record could not be performed. Medex was unable to confirm this issue, however, can determine a possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the clinician was unable to start the IV on the patient, she activated the blunt and set the device on the bedside table. When she went to dispose of the device she sustained a stick with the blunt which exposed her to hiv. "The wound was superficial (scratch)," no further information available at this time.